Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed, one photo shows that the customer had an issue with the product; however, no samples were received, therefore, the investigation was limited. There is no fill line on this product. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes had a low. This occurred on 3 separate occasions, however, there was no patient impact. The following information was provided by the initial reporter: it was reported that three blood collection tubes did not fill completely. Did any patients have to be redrawn? Because these tubes were drawn in the outpatient area, staff were able to grab another tube immediately during the collection so redraws were not required for any of the 3 patients. Was there any medical intervention, if please provide the details.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes had a low. This occurred on 3 separate occasions, however, there was no patient impact. The following information was provided by the initial reporter: it was reported that three blood collection tubes did not fill completely. Did any patients have to be redrawn? Because these tubes were drawn in the outpatient area, staff were able to grab another tube immediately during the collection so redraws were not required for any of the 3 patients. Was there any medical intervention, if please provide the details.